Event description:
It was reported that in tka case, during the tibia painting process, the surgeon would paint the tibia, then before moving to the next screen, the mesh disappeared and only green dots remained. Cleared all points and asked the surgeon to repaint the tibia. After the second painting, the exact same thing happened, asked the surgeon to try one more time and, after the third attempt, the mesh stayed and proceeded to the implant placement screen. At that point, the surgeon moved to manual instrumentation.

Manufacturer narrative:
H10: the device was used during treatment when the bone mesh did not show. The log files and case screenshots were returned for evaluation. DHR review found that the software version (navio rc-6001) had been validated. A complaint history review found similar complaints of the reported issue and it will continue to be monitored. This failure has been identified in the risk file. The surgical technique guide released at the time of the complaint provides instructions on recovery to fully manual. The relationship of the device and the reported event has been established. Review of the case screenshots found that the initial points collected were taken off the bone surface of which some were marked as invalid even though they were collected correctly. This issue can be resolved by removing one point from the collection so that the system will recalculate the cone position from all of the collected points. Therefore, the root cause of the reported event was due to software failure. This issue is being investigated by the software engineering team. Per complaint details, the device malfunctioned during use. , the surgeon painted the tibia, then the mesh disappeared and only green dots remained. After the second painting, the exact same thing happened. After the third attempt, the mesh stayed and I proceeded to the implant placement screen. Based on the information provided, there was no patient injury/impact as the procedure was completed with manual instrumentation. No further medical assessment is warranted at this time.